Event description:
It was reported that a home patient (hp) improperly connected to their transfer set. The technical service representative assisted the home patient in removing the cassette. The technical service representative advised the hp to start over with all new supplies. During a follow up call, the hp stated the connection issue was due to not connecting properly to their transfer set. The hp stated they never reused any of the connections and that there was no assist device to make the connection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient did not connect properly to the transfer set before beginning therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.